Event description:
It was reported that during a non-tortuous, moderately calcified, proximal, left anterior descending artery stenting procedure, a xience prime stent delivery system (sds) was advanced and the xience prime stent was implanted fully apposed to the vessel wall. Reportedly, there was difficulty with the deflation of the xience prime balloon and there was a longer than usual deflation time, but the balloon was able to fully deflate. There was resistance felt with the removal of the xience prime sds through the 5 french non-abbott guiding catheter. The xience prime stent was fully apposed to the vessel wall after the removal of the sds. There was no adverse patient impact or no significant delay in the procedure reported. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.